Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
As the impactor was used to impact the tibial implant it broke in half. All pieces were retrieved and the surgeon was satisfied that nothing remained in the wound. Maybe a 2 - 3 minute delay was had do to ensuring the would was clear. No adverse event to patient.